Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: date of this report, describe event or problem, device availability, date received by manufacturer, type of report, type of reportable event, follow up type, device evaluated by manufacturer, adverse event problem, additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Postal code unknown / not provided. PMA/510(k) number k011245 and k002188. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implant had lack of primary stability and was removed. No other implant was placed in the same surgery.